Event description:
Rn inserted 20g IV catheter into patient's left ac without difficulty. IV needle was withdrawn easily and never readvanced. Once needle was removed, staff memeber attempted to check for blood return and did not have any despite the hub and the visible part of the catheter being full of blood. Rn unable to flush the IV at all and decided to withdraw the catheter. Upon removal, the catheter tip appeared to not be intact. Rn went to get assistance for evaluation. When rn compared the catheter to an unused catheter, the used catheter was the appropriate length but appeared frayed at the end. No pt harm noted from event.